Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service confirmed the device was not displaying an image due to corrosion of the video connector socket and failure of the locking lever. In addition, service found the battery on the printed circuit board that controls the clock had run out. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an image abnormality due to poor connector contact. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the abnormal image was due to corrosion on the video connector contact and a video connector locking site failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.